Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and was unable to duplicate the error. The fse monitored the instrument and confirmed the instrument performed within specifications. Cause of the event was not determined. Product labeling was evaluated. Automate sample processing system instruction for use, (B)(4), general error recovery section: caution be aware of moving parts. Other modules continue to process samples during error recovery. When you perform maintenance or error recovery, always follow your laboratory procedures to handle or dispose of biohazardous material (samples, supplies, or replacement parts exposed to samples). If a biohazardous material spills on the automate system, use a 10% bleach solution or your laboratory biohazard cleaning solution. Note if the system is paused manually by using the pause/resume icon, and if a hardware or supply alert is generated, complete resuming the system prior to recovering from the alert. If you paused the system using the setup module screen, the module will remain paused until it is resumed using the setup module screen. Interlock doors warning to avoid physical and biological hazards, do not remove covers during operation. (B)(4).

Event description:
Customer reported biohazard event occurred when using the automate sample processing system. The customer reported that the output crane on the automate sample processing system stopped midway and sample tube was not placed properly on the rack. As the operator opened the tray, the crane descended, and sample was splashed on the operator's face. The operator was wearing appropriate personal protective equipment, including eye protection. The operator washed his face immediately after the splash and was not injured. The operator did not seek medical attention. There were no reports of death, serious injury, or affect to operator safety associated with this event.